Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 15508370, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.